Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: a damaged area was found at the tip of the trocar. The trocar was changed for a new one was used to complete the procedure. The new one was checked before utilization. There was no injury to the pt.